Manufacturer narrative:
The patient underwent mesh implantation in order to treat a symptomatic pelvic organ prolapse. The patient underwent the concurrent procedures of cystoscopy, anterior/posterior colporrhaphy with mesh augmentation, paravaginal repair and sacrospinous ligament vault fixation during mesh implantation. It was reported that following insertion the patient experienced infection, bleeding and bowel problems. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.